Event description:
It was reported that a 30-year-old caucasian female patient underwent a primary breast augmentation with a 420cc mentor smooth round high profile saline breast prosthesis and experienced capsular contracture (baker grade 4) on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2022, mentor received additional information regarding the device date of explantation and date of event. The date of explantation has been updated to (B)(6) 2022. The date of event has been updated to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2022, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 420cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 06, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. On october 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).